Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. Visual: visual evaluation of the returned sample noted one opened (without original packaging), a 1 all-silicone foley catheter attached to the drainage bag. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Deflated balloon returning 10ml of the solution with no leaks or issues noted. This is within specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A device history record review was not required as the investigation was unconfirmed. The reported event is unconfirmed neither a risk review nor labeling review is required. Correction: d,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that patient had indwelling urinary foley catheter placed in spor 8.28 2230. When sicu nurse went into room, noted catheter sitting on bed with balloon deflated. Patient unable to pull at tubes at this time. Balloon inflated without issue but noted potentially slow ooze from bifurcation of balloon port or catheter or temperature probe. Lot number unknown as not inserted on this unit. Device sequestered and bagged in managers office, foley replaced. No harm to the patient has been reported. The event date was (B)(6) 2023. They have one each of the defective sample available to return for analysis.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient had indwelling urinary foley catheter placed in (B)(6). When sicu nurse went into room, noted catheter sitting on bed with balloon deflated. Patient unable to pull at tubes at this time. Balloon inflated without issue but noted potentially slow ooze from bifurcation of balloon port or catheter or temperature probe. Lot number unknown as not inserted on this unit. Device sequestered and bagged in managers office, foley replaced. No harm to the patient has been reported. The event date was (B)(6) 2023. They have one each of the defective sample available to return for analysis.